Event description:
It was reported that the customer had several high blood glucose episodes. The customer was in the emergency room due to high blood glucose of 424mg/dl. It was stated that the customer has special needs; she was unable to change the battery in the insulin pump and also was unable to use manual injections. It was stated that the customer can not function on her own and her mother was assisting her, but she passed away recently. The customer's husband will be assisting her in the future. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.